Event description:
It was reported through the research article, ¿multi-center study evaluating outcomes of right heart failure after pediatric left ventricular assist device implantation¿ this multicenter retrospective cohort study from the action registry evaluated the incidence and clinical impact of right heart failure (rhf) following pediatric left ventricular assist device (lvad) implantation between 2017 and 2024. Among 1,607 pediatric patients, rhf occurred in 5.8% of cases, representing a lower incidence than that reported in adult lvad populations. Patients who developed rhf demonstrated significantly reduced post implant survival compared with those without rhf. While pre implant demographics, illness severity, device strategy, intermacs profile, end organ function, and center volume were similar between groups, rhf patients were more frequently supported with the heartmate 3 device. These findings highlight rhf as a clinically significant complication associated with increased mortality in pediatric lvad recipients and emphasize the need for further investigation into patient and device specific predictors to improve risk stratification and post implant management. Specific patient information and device serial number are documented as unknown. Details are listed in the article. Device was implanted at time of the event. Date of event has been entered as: 01jan2022 as patients were implanted between 2017 and 2024.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Brinkley, l., lorts, a., rosenthal, d., o¿connor, m., wright, l., farrukh, m., duganiero, t., naorem, r., jacobs, j., & amdani, s. (2025). Multi-center study evaluating outcomes of right heart failure after pediatric left ventricular assist device implantation. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.026. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was reported through the research article, ¿multi-center study evaluating outcomes of right heart failure after pediatric left ventricular assist device implantation¿ that the heartmate 3 lvas may be associated with right heart failure (rhf) and death. This multicenter retrospective cohort study evaluated the incidence and clinical impact of rhf following pediatric left ventricular assist device (lvad) implantation. Through a sample of 1,607 pediatric patients, rhf occurred in 5.8% of cases, representing a lower incidence than reported in adult lvad populations. Pediatric patients who developed rhf demonstrated significantly reduced post-implant survival compared with those without rhf. While pre-implant demographics, illness severity, device strategy, intermacs (interagency registry for mechanically assisted circulatory support) profile, end organ function, and center volume were similar between groups, rhf patients were more frequently supported with the heartmate 3 lvas. These findings highlight rhf as a clinically significant complication associated with increased mortality in pediatric lvad recipients and emphasize the need for further investigation into patient and device specific predictors to improve risk stratification and post implant management. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, were documented as unknown. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.